Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. The patient noticed insulin leakage on the cannula. The patient had elevated blood glucose and went to the hospital. The patient was treated with isotonic saline solution via infusion. The patient was in the hospital from morning until afternoon. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.